Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: an investigation was not completed because this is a known failure mode and corrective action has already been issued to investigate technique and design changes. This is a known risk and is immediately detected during the procedure with no significant delay in the procedure.

Event description:
The multi kit was used and the strip broke (unsure of insertion location). Surgeon sewed the strip into the native atfl and finished the case without complication. All three anchors were implanted. The doctor essentially sewed the artelon strip into the native tissues, so technically, it was not fixed to the bone on the talus. All of the anchors remained implanted, and the surgeon was comfortable with the outcome.

Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. The conclusion of the investigation states: an investigation was not completed because this is a known failure mode and corrective action has already been issued to investigate technique and design changes. This is a known risk and is immediately detected during the procedure with no significant delay in the procedure.

Event description:
The multi kit was used and the strip broke (unsure of insertion location). Surgeon sewed the strip into the native atfl and finished the case without complication. All three anchors were implanted. The doctor essentially sewed the artelon strip into the native tissues, so technically, it was not fixed to the bone on the talus. All of the anchors remained implanted, and the surgeon was comfortable with the outcome.